Event description:
During a ptca treatment procedure involving a 99% stenotic lesion in the middle portion of the rca, the f/g adante balloon ruptured at 5-8 atm's on the initial inflation. The patient was asymptomatic during this event. No patient injuries or procedural complications were reported. Patient status is reported as 'good'. No additional information is available. It is noted that the device was used after the expiration date.